Manufacturer narrative:
The device was received for evaluation. Visual inspection showed the collar was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had a crack. This occurred during patient infusion with propofol. It was stated that the distal coupler was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.